Manufacturer narrative:
Street address not provided. A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device is rebooting. There was no patient involvement. There was no reported adverse event.